Manufacturer narrative:
A medtronic representative, following up with the site, reported that the site had the suspect device repaired by third party and is not buying a replacement at this time.the customer was informed that medtronic can no longer guarantee the performance of the product if it is repaired with a non-medtronic component. Part will not be returned to medtronic for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for the articulating arm. No parts have been received by manufacturer for analysis. - 02/18/2016 a medtronic representative, following-up at the site, reported when the articulating arm was tightened down it does not lock into place. - no further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site that their navigation system articulating arm was damaged and would not tighten properly. The site discovered this issue while the articulating arm was in sterile processing. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.